Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent first flange was able to be deployed. However, the catheter became damaged and broken, and the stent was not able to be completely deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was twisted and broken no other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent partially deployed as this event occurred during the procedure. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device. The physician did not follow the steps cited in the instruction for use (IFU); therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent first flange was able to be deployed. However, the catheter got damaged and broken, and the stent was not able to be completely deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event.